Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients remote control (rc) would not communicate with the ipg. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Event description:
It was reported that the patients remote control (rc) would not communicate with the ipg. The patient underwent a replacement procedure and the explanted ipg will be returned. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed and u2 asic of the ipg was damaged by high voltage transient signal causing rapid battery depletion. When the battery is depleted the rc is unable to communicate with the ipg. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause selected is unintended use error caused or contributed to event.